Event description:
During follow-up, backup vvi was noted on the pacemaker. Technical support was contacted and premature battery depletion was suspected. The device was explanted and replaced to resolve the issue. The patient was in stable condition.